Event description:
During a procedure to open a dialysis access graft in the right upper arm, the cathter got stuck on the pusher wire and would not advance. The doctor had to pull out the whole system and the stent deployed outside of the pt. A new fluency was successfully deployed.